Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed in the archive data and during functional testing. The root cause of fault code 16 was the malfunctioning drivetrain motor due to failed component(s) (slipped bushing). Visual inspection showed that the front enclosure was damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, a vertical crack was going through one of the screw fittings. The observed physical damage could be attributed to user mishandling, such as a drop. The front enclosure was replaced to address the issue. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) around the customer's reported event date, confirming the reported complaint. Further review of the archive data indicated several user advisory (ua) 45 (not at "home" position after power-on/restart), unrelated to the reported complaint. Based on the archive, the ua45 advisory messages were cleared by the user. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform failed initial functional testing due to the fault code 16 error message displayed during take-up, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (5 secs) due to failed component(s) on the drivetrain motor (slipped bushing). The drivetrain motor was replaced to remedy the fault. Unrelated to the reported complaint, further inspection revealed a failed component on the motor controller board. The motor controller board was replaced to address the problem. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn 35725) displayed fault code 16 (timeout moving to take-up position). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
**UDI related data quality updates only.**